Manufacturer narrative:
Other applicable components are: product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that high impedances were observed intra-op when connecting the implantable neurostimulator (ins) battery to the leads. Impedance values on contacts 9-15 were greater than 10,000 ohms. The manufacturer representative was unable to determine if any environmental or external factors may have led or contributed to the issue. The lead was re-seated and impedances were tested three times with the same result. After the third attempt at an impedance check, the physician decided to connect the ins and attempt to program it at the patient¿s post-op appointment within the week to see if they could get coverage. At that time, a lead revision may be necessary if difficulties continue. The manufacturer representative stated that they were unable to do an impedance check pre-op and that no records of old impedances were available. The issue has not yet been resolved. No patient symptoms were reported and there were no further complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.